Event description:
It was reported that, post-pump implant, the patient experienced sedation. The patient was hospitalized and intubated. It was noted that, during the replacement, a catheter dye study was done. There was no alleged product issue. On 2014 (B)(6), the patient was discharged home in good condition. The device system was used to deliver lioresal 2000mcg/ml at 407mcg/day. Specific patient symptoms, cause of the event, interventions/treatment, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
Additional information reported the patient recovered without injury and was receiving effective therapy.